Event description:
The customer contact reported the patient rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported that the device delivered 11mcg. No specific event details were provided. No add'l info was provided, including patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.